Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the device was explanted and replaced. The device has not been returned for analysis at this time. Should additional information become available, or if the device is returned, this event will be updated.

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion.